Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.